Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w version 4.11c. Retainer ring = black. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. No pump error 130 alarms noted during testing. The motor was tested outside of the pump and passed. Moisture damage was found on the force sensor and motor flex connector during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, broken battery tube threads, cracked belt clip rail case corner and pillowing keypad overlay.

Event description:
Medtronic received information that damage (physical or cosmetic), pump error 130 occurred. There was no adverse impact or consequence reported as a result of this event.